Event description:
The customer reported that the device failed the user initiated 100j energy delivery test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the user initiated 100j energy delivery test. There was no pt involvement. The local philips representative evaluated the device and resolved this malfunction by replacing the paddle set assembly.